Event description:
It was reported that the customer experienced a high blood glucose (bg) level of over 500 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue. Customer was subsequently admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin, resolving the issue. Customer declined further troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.